Manufacturer narrative:
Investigation into this event determined that the vitros 350 was operating as intended. The patient results were associated with the incorrect patient name, as a result of user error that resulted in a sample mix-up.

Event description:
The customer reported that results from one patient sample processed on the vitros 350 chemistry system were associated with the incorrect patient name. The vitros 350 results were reported, however, the discrepancy was identified and a corrected report was issued. There was no report of patient harm as a result of this event.